Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary. Investigation flow: device interaction/functional. Visual inspection: the 5.5 exp verse unitized set scr (p/n: 199721001, lot #: wd1323) was returned and received at us cq. Upon visual inspection, the driving feature was observed to be deformed. No other issues were observed with the returned device. Functional test: a functional test cannot be performed as the device was returned by itself. The complaint can not be replicated with the returned device. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. The complaint was confirmed. The device received was broken. Hence confirming the allegation. Investigation conclusion the complaint condition is confirmed for the 5.5 exp verse unitized set scr (p/n: 199721001, lot #: wd1323). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot a review of the receiving inspection (ri) for expedium verse - single lock was conducted identifying that lot number wd1323 was released in a single batch. Batch1: lot qty of (B)(4) were released on feb 25, 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during the surgery, the double-pass cap thread was lost which did not allow its fixation. The alternate screw cap was then used which did not give a good grip to the screw head. Finally, a simple cap was tried again and the fixation of the bar was successful. The fragments generated were removed. The procedure was successfully completed. This report is for one (1) expedium verse spine system unitized set screw 5.5. This is report 2 of 2 for (B)(4).